Event description:
During an incident in 2006, involving a female patient, who was extremely lethargic and unable to sit, stand or walk, this baxstrap board was used in tiger straps to transport the patient from an upstairs bedroom with 2 firefighters at each corner of the board and the board snapped and crew members at the head stated together "the board broke." The patient did not fall on the floor; the crew caught her before she hit the floor. The patient claimed she was not hurt and refused pain medication. A second neuro check was completed with the same result, as the check prior to transport, of slurred speech. The patient was walked down and out by the ems crew. Later, a nurse said the patient claimed her back was hurting because "medstar dropped the board". No complaints or concerns were voiced directly to ems.

Manufacturer narrative:
The returned baxstrap spine board was verified to be broken at the head end across both sides and through the foam. The two interior rods that run lengthwise through the board were not broken and the top surface of the board broke above the rods while the bottom side broke about 4" below the end of the rods. The only other damage noted was that one of the strap retaining pins was broken and ridges on the bottom of the board were sheared flat by a sharp edge of some sort. It was not stated that either of these conditions happened at the time of the reported incident. The date clock on the board documented manufacture in august of 1999. The cause for the break is undetermined.